Event description:
It was reported the patient (united kingdom) experiences pain at the lead extension site. The patient plans to undergo acupuncture as the next course of action. Device information regarding the extension is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.